Event description:
It was reported that during an unknown procedure, the clips would not become secure and would slip off. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how did device not work? Did device jammed? Did device not load clips? Did device drop or eject clips? Did device fire malformed clips? If other please specify" investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the lx107 device was returned nonfunctional as the jaws were damaged; therefore, the clips could not be loaded into the jaws. The event reported was confirmed and it is related to improper use of the device. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.